Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Vessel morphology has been requested. It was reported that the patient presented with a distal type 1 leak at the attachment site of the right common iliac artery. The physician embolized the right internal iliac artery and extended the existing limb with a 16x10x82 endurant limb into the right external iliac. This resolved the endoleak. The patient status in unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Lack of information, cause of event unknown). Evaluation., conclusions: (lack of information, cause of event unknown).

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (distal aortic neck iliac artery that had dilated due to disease progression), device failure/lack of effectiveness related to patient condition (distal aortic neck iliac artery that had dilated due to disease progression).

Event description:
It was reported that the cause of the endoleak was the distal aortic neck iliac artery that had dilated due to disease progression in that area. Vessel morphology was reported as non tortuous, non-calcified with no noteworthy aortic neck angulation, aortic neck diameter. No clinical sequelae were reported, and the patient is fine.